Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had surgery. The surgery was repositioning the pump. It was noted that the healthcare provider¿s of fice did not indicate why the patient needed their pump repositioned. It was noted that the patient did well after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the pump was removed as a precaution. The patient had an infection in her skull from her vp shunt, which was not related to the device or therapy. The hcp did not want to risk the infection spreading to the cerebrospinal fluid (csf) and infecting the infusion system. The hcp questioned pump removal at the time of the shunt replacement on (B)(6) 2014, but did not remove it. In (B)(6), the pump was removed and the patient was started on oral baclofen. It was reiterated that the patient's hospital admission was due to the unrelated shunt infection. At the time of this report, there was still talk of replacing the pump, but no replacement had occurred yet.

Event description:
Additional information received reported that the patient was admitted in (B)(6) 2014 for elevated temperature, decreased appetite and lethargy due to staph infected ventriculoperitoneal shunt (vp) shunt, and received 2 weeks of intravenous (IV) antibiotics. The vp shunt was replaced and they questioned pump removal at that time but decided to leave it in place. The pump was decreased to the lowest setting and the surgeon decided to remove the pump in (B)(6) 2014 and started the patient on oral baclofen. The patient was currently on baclofen 10mg three times daily. The surgeon talked of replacing the pump; however the family was not sure they wanted it replaced. The patient recovered without permanent impairment. The pump system was being used to infuse baclofen (unknown).